Event description:
It was reported that this implantable pacemaker was suspected to have premature battery depletion. Furthermore, there were differing longevity estimates given over the last year. Requested data analysis from technical services. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects.

Event description:
It was reported that this implantable pacemaker was suspected to have premature battery depletion (pbd). Furthermore, there were differing longevity estimates given over the last year. Requested data analysis from technical services (ts). Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. Received additional information the device was explanted and replaced successfully with no complications. Outside of the revision, no adverse patient effects were reported.